Manufacturer narrative:
Age, weight, ethnicity: unknown; requested but not provided. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a defect noted upon insertion. The lens was cut out and removed. It is unknown if another lens was implanted. No further information was provided.

Manufacturer narrative:
Additional information: account provided that the intraocular lens (iol) was fully inserted and the lens defect was noted upon insertion. The affected eye was the left eye. There was no tech loading error. Another johnson and johnson iol was used as replacement (same model and diopter). The patient is female. Patient's date of birth is (B)(6) 1951. Surgeon (initial reporter) name is (B)(6). The following sections have been updated accordingly: section a2: date of birth: (B)(6) 1951. Section a3: gender: female. Section b5: describe event or problem: the intraocular lens (iol) was fully inserted and the lens defect was noted upon insertion. The affected eye was the left eye. There was no technician loading error. The replacement lens was another johnson and johnson iol of the same model and diopter. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 10, 2023. Section e1: reporter name and address: contact: title: dr. Section e1: reporter name and address: contact: first/given name: (B)(6). Section e1: reporter name and address: contact: last name: (B)(6). Section e3: occupation: physician. Section h3: evaluated by manufacturer: yes. Section h6: health effect - impact code: code: 4631 - more complex surgery, to capture removal and replacement. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, damage on the side of the spare tire could be observed on one half. Based on the return condition of the lens, no further product evaluation could be performed. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled, and the assembly was inspected, no issues that could contribute to or cause the observed issues could be identified. The complaint issue lens damage was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Correction: with the additional information received, section h6: health effect - impact code was changed from code 4627 - device explantation (which originally captured the report of iol removal) to code 4631 - more complex surgery, to capture the iol removal and replacement. The surgeon's name (initial reporter) was also provided as additional information, which was originally reported as "debbie kent". Therefore this information has been captured in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.